Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2026, during which the adhesive patch and cannula housing detached prior to insertion. The patient then replaced the infusion set and successfully resumed insulin deliveries. No further information available.